Manufacturer narrative:
Returned device was received pump was noisy, enclosure was stained red, both covers were cracked, heater did not pass electrical testing and line cord was worn. During the evaluation of the device the customer reported condition was not confirmed. No fault found. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical fluid warmer had insufficient flow. No adverse patient effects were reported.